Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not sticking. Customer reported that blood glucose was 400 mg/dl caused by something consumed. Customer declined troubleshooting for high blood glucose.